Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked and unreadable. Reportedly, there was red and green colors displayed and then became unresponsive. The touchscreen no longer turns on when plugged into a power source. Customer's blood glucose level was not impacted. Reportedly, customer has reverted to insulin pens for continued insulin therapy.